Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) with ketones present, while wearing the pod on the abdomen between 4 and 24 hours. Upon removal, it was noticed that the pink slide did not move forward, indicating a failure of the needle mechanism and that the cannula appeared bent. A new pod was applied and a bolus correction was delivered to treat the hyperglycemia.